Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe device failed the plunger force accuracy test even after calibrating. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem of failed plunger force accuracy was confirmed, over the phone troubleshooting. Tech support recommended, replacing housing assembly. A serial number was not provided. Therefore, a review of the device history record cannot be performed. H3 other text: troubleshooting performed over the phone.

Event description:
It was reported, that the syringe device failed the plunger force accuracy test, even after calibrating. No additional information was provided. There was no patient involvement.